Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gops single board computers, and the hard drive, reseated circuit boards and connectors on the workstation, checked power supplies. Checked system for proper operation, system performs as intended.